Event description:
It was reported by the customer's wife that the customer was changing the sof-sensor and when they went to insert the sensor with the serter, it would not go in. Customer's wife reported that the plastic tubing was hanging off the needle. Customer wants to send it back and get another one. It was confirmed that the plastic tubing that the customer is referring to is the sensor cannula. Sensor will be replaced. Customer's blood glucose level was 82 mg/dl. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found the tip of cannula bent, the insertion needle failed per spec. Due to the needle being bent. Unable to confirm customer received sensor damage due to customer returning the product opened/used.